Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -07.50 diopter, during the same surgery due to the lens was implanted upside down in the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The lens was damaged when it was removed.

Manufacturer narrative:
Claim# (B)(4).